Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective therapy on their right and left s1 leads and their left s1 lead shows lead migration. This was confirmed via x-ray. Surgical intervention may be pending to address this issue.